Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer had the device serviced by a third party. It was reported that the key panel was replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had shutdown. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had shutdown. The device was removed from service. The investigation is ongoing.